Event description:
It was reported that the device broken on insertion.

Manufacturer narrative:
The product was not returned for investigation and the failure mode was not confirmed. Based on the device history review, the manufacturing process is not suspected as cause for the anchor breakage. Based on the information available, the following are potential root causes for breakage of the anchor: poorly prepared pilot hole, hard bone, guide not properly placed over pilot hole, anchor inserted at an angle, anchor twisted upon insertion, excessive bending or axial force applied during insertion. Also, this device is designed to "break" off of the inserter and the "broken" part of the device acts as the anchor. In the past surgeons have confused the xcel anchor working properly as anchor breakage. If additional information or the device becomes available, the investigation will be reopened. In sum, the product was not returned for investigation and the failure mode was not confirmed.

Event description:
It was reported that the device broken on insertion.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.